Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] (a) inspection of water supply. 1. Cover the spray button hole with your finger. 2. With the hole covered, push the button all the way in (two-step push). Ensure that water flows across the endoscopic image. (B) spray inspection. 1. Cover the spray button hole with your finger. 2. With the hole blocked, push the button all the way to the end (single push). Confirm that a mist of water is sprayed across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no abnormalities with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge and was flushed with detergent solution. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, water removal ability does not meet the standard value. There were few additional findings. Due to a scratch on scope connector, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Due to a dent on channel tube, forceps could not be inserted smoothly. Adhesive around objective lens is peeled. Connecting tube has discoloration. Scratches were found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported, the evis lucera elite gastrointestinal videoscope exhibited poor drainage. The device was returned to olympus and an evaluation at the repair center revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being submitted for correction. Additional information updated in b5.

Event description:
The customer reported that the poor drainage was found at the time of water supply during a diagnostic procedure. The procedure was completed. The device was inspected before use.